Event description:
The user facility reported shuttling with the angio-seal device involved. After the angio-seal device was inserted into the insertion sheath, the device was pulled back into the full rear locked position and confirmed to be snap locked with dull sound. The anchor came out without resistance when the device/sheath assembly was withdrawn. The anchor was found to be not deployed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician stated, the device was used at a slight right angle, which caused the sheath to hit the vessel wall and the anchor did not come out of the sheath. The procedure before deploying the device was endovascular therapy (evt). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was seven (7) to eight (8) millimeters (mm). The patient was obese. There was no heath damage to the patient. The estimated blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the device involved.

Manufacturer narrative:
One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and in the fully rear-locked position. The hemostasis sheath and carrier tube were found to have been cut and the internal components were deployed from the device. The anchor, suture, and collagen were all intact. No other damage or issues with the device were identified. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).